Event description:
Notified by hospital that k-wire broke during surgery, there was no indication of injury. Later notified by sales agent that k-wire shaft remained in pt after breaking during insertion.